Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was an electrical hazard when using the device for monitoring. The term used was "risque esd" which was translated as esd risk: "electrostatic discharge". Additional clarification received from the customer: "saturation passes on current to the patient." No known consequences or impact to patient.